Event description:
The customer complained that both head siderails would not stay latched.

Manufacturer narrative:
The tech replaced the siderail latch, latch pin, and retaining ring which resolved the issue. The bed operates normally. Pursuant to our response to warning letter 2008-dt-04, hill-rom is contributing its review of the events for reportability. This effort will continue until we are current.